Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The patient underwent implantation of the t-flex aspheric 623t iol on (B)(6) 2012. On (B)(6) 2023, rayner were notified by a UK healthcare facility that the patient had presented for review following a change in their vision and that mild bilateral iol opacification had been observed (see also FDA MDR 3012304651-2023-00065). The patient will be monitored by the healthcare facility. No surgical intervention is planned at this time. Primary calcification is inherent. It is due to particular manufacturing processes or packaging interactions. An examination of the literature shows that some manufacturers have had known cases of primary calcification due to an interaction with silicone in the packaging - and more recently, due to phosphate remnants (originating from a detergent) found in the manufacturing process. Rayner has made no material processing or packaging changes that may have negatively affected our iols; we have never had a confirmed case of primary calcification relating to a rayner iol. Secondary calcification affects many manufacturers and is a phenomenon that is not fully understood; it is known that it stems from changes in the eye's environment due to patient comorbidity, secondary surgeries and potentially other, poorly understood interactions: off label use of intracameral alteplase (actilyse) (rtpa), multifactorial, high phosphate content ophthalmic viscoelastic devices , repeated exposure to intracameral air, raised intraocular pressure, excessive post-operative inflammation, complicated, traumatised eyes, as a result of direct contact between the iol surface and the exogenous gas or substance, a metabolic change in the anterior chamber due to the presence of exogenous gas/substance in the eye or an exacerbated inflammatory reaction after multiple surgical procedures, trauma or repeat surgery involved in re-bubbling potentially disrupting the blood aqueous barrier, increasing concentration of calcium ions. Most cases of opacification rayner are aware of do relate to secondary surgeries such as dsaek whereby gas and/or air is introduced into the eye, off-label intracameral use of alteplase r-tpa) and other procedures where the lens can dehydrate, triggering crystal nucleation. Rayner has contacted the healthcare facility to obtain additional information to facilitate further investigation. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the t-flex aspheric 623t iol batch 069e91600.

Event description:
On 10th may 2023, rayner received notification from a UK healthcare facility of an event that occurred following implantation of a t-flex aspheric 623t iol. The event description provided states that post-operatively the patient has observed a decline in their visual acuity and on examination mild bilateral opacification has been observed (see also MDR 3012304651-2023-00065). Note: t-flex aspheric 623t is not available in the united states; however, as the lens is manufactured from the same material (hydrophilic acrylic) as lenses available on the market in the united states the event is being reported to us FDA.